Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The aware date of the previous emdr was inadvertently reported as 15march2024, however the correct aware date should have been 05 april 2024.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.